Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found a kink in the hypotube. The kink was located at 18cm distal from the strain relief. An examination of the distal extrusion identified bunching of the wire lumen at 5cm proximal from the tip. Further examinations noted a perforation in the outer extrusion at 5.3cm proximal from the tip. During an attempt to inflate the balloon liquid leaked out through the perforated hole in the outer. As a result not possible to inflate balloon. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. Using a snap gauge the outer diameter was measured to be within spec at 0.014inch wire. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred and difficult to removed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured upon fifth inflations at 6atm within 15 seconds. A resistance was felt and was difficult to remove the device. Subsequently, the device was simply removed completely. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred and difficult to removed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon ruptured upon fifth inflations at 6atm within 15 seconds. A resistance was felt and was difficult to remove the device. Subsequently, the device was simply removed completely. The procedure was completed with a different device. No patient complications were reported.